Event description:
Complainant alleged that during incoming inspection the device displayed "defib fault 108" and "discharge fault" messages. Complainant indicated that there was no pt involvment in the reported malfunction.